Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days of implant, the device inappropriately provided anti-tachycardia pacing to an episode of atrial fibrillation/atrial tachycardia that the device detected as ventricular tachycardia (vt). Wavelet was re-programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.